Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the first patient doppler and ECG signals were on target and obtained the bull's eye as expected. As PICC dressing was being placed, pt went into svt requiring the line to be pulled back from confirmed vps placement. Confirmation the PICC had not migrated further was confirmed. When PICC advanced to bull's eye confirmation spot the patient again went into svt until catheter repositioned and pulled back. Unsure if bull's eye would have been obtained at new catheter location as site confirmation had occurred and stylet disconnected.

Event description:
The customer reports: the first patient doppler and ECG signals were on target and obtained the bull's eye as expected. As PICC dressing was being placed, pt went into svt requiring the line to be pulled back from confirmed vps placement. Confirmation the PICC had not migrated further was confirmed. When PICC advanced to bull's eye confirmation spot the patient again went into svt until catheter repositioned and pulled back. Unsure if bull's eye would have been obtained at new catheter location as site confirmation had occurred and stylet disconnected.

Manufacturer narrative:
Qn#(B)(4). Additional information received from customer: 1. Patient is a covid-19 patient. 2. Bbe was obtained. When dressing applied patient went into svt. PICC pulled back and ok. 3. Uncertain if patient had an irritable heart due to covid-19. 4. Patient went back into svt. PICC pulled back and then ok. 5. No deterioration in patient condition. Patient to be transferred out of ICU. The report "obtained the bull's eye as expected. As PICC dressing was being placed, pt went into svt" was not confirmed since the sample was not returned for review. No case data was made available for analysis. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined based on the information provided and without a sample. No further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.